Manufacturer narrative:
The field service engineer (fse) found short tubing disconnected from port 9 of the blood sampling valve (bsv), causing the leak. The fse replaced the tubing to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak from tubing of approximately one (1) milliliter on the blood sampling valve (bsv) inside the unit of the coulter lh 750 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.